Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: taiwan.

Event description:
It was reported that during surgery, the skin graft was divided into two parts during the procedure. It was confirmed that an additional graft was taken. After final investigation the blade was identified to potentially have caused the event. No delay reported. Due diligence is complete.